Manufacturer narrative:
Result: bent timing link.

Event description:
It was reported by service report that the siderail cable was bent, and unable to be locked in the upright position. No patient involvement or adverse consequences were reported.